Event description:
It was reported that the patient presented for initial implant. During implant the physician admitted to accidently bending the connector tip of the atrial lead while unscrewing the helix. The lead did not fit into the pacemaker. The lead was capped and atrial lead port was plugged. The patient was stable post procedure.